Event description:
It was reported an issue with dafilon suture. The client reported that the thread was incorrectly wound and the needle was positioned in a different place in the package.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have checked this sample, and both the needle is correctly fixed in the foam and the thread is correctly wound in the package as you can see in the attached picture. If it is compared to the sample received from the same customer of other complaint, we can see that both sutures are wound and the needle is fixed in a different position. However, both samples are in conformance with the product description. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: although the sample received fulfils the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.